Event description:
My husband received a phone call from his dr regarding his st jude durata lead #7120 had failed. He needed emergency surgery to replace his right lead due to the fact it had fractured / failed.